Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt experienced elevated blood glucose of up to 30 mmol/l (540 mg/dl) and felt sick and was vomiting. The pt changed the insulin cartridge and infusion set and bolused through the infusion device but was unable to lower blood glucose. The pt's parents transported the pt to the hospital (treatment received is unk). No further info is available. The infusion device was replaced and requested to be returned for eval.